Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump had a partial display screen. The customer's blood glucose level was unknown at the time of the incident. The caller stated that the customer was hospitalized twice but information about the hospitalization was not provided at the time of the call. The customer did not troubleshoot and did not send the product back for analysis.